Event description:
The reporter states, he obtained a 518mg/dl on the accu-chek advantage system in comparison to the professional meter result of 127 mg/dl. The results were obtained within a 10 minute time frame. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.